Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device underwent functional evaluation upon receipt. The circulation pump is weak. Circulation pump was serviced as part of the pm. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that biomed stats that the device that failed calibration with error 3. Expected value 2300 actual value 0. Transferred to albert g vm for assistance and sent call details via teams. Per sample evaluation results on 20dec2023, it was reported that the decontamination tech commented receiving several error 41 (low internal flow) during decontamination the device was not auto filling. Excessive travel in the on position of power inlet switch causes temporary power loss and reset of device. Per wo update on 22feb2024,it was reported that the arctic sun device had weak circulation pump.